Manufacturer narrative:
The device was received for evaluation. During functional testing, not infusing correct amount was reproduced. A review of the history log revealed no abnormalities that could cause or contribute to the reported problem. The device was tested for flow accuracy and the device under delivered with (-6.184) percent error. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate was out of adjustment. The pressure plate adjustment is required and also m2 and m3 springs require replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was not infusing correct amount. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.